Manufacturer narrative:
Intuitive surgical received the harmonic ace insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with a broken curved blade. A broken piece, approximately 0.24" x 0.10" was not returned; the material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the cautery function of the harmonic ace was not working. The nurse retested the instrument, and received a message to change the instrument. There was no report of fragments falling inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the fragment did not fall inside the patient. The instrument was inspected prior to use and was used for 57 minutes prior to the breakage. No additional surgical procedures were performed. No post-operative tests were performed to check for remaining fragments. The instrument was used to dissect tissue. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. No information was provided regarding if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.